Manufacturer narrative:
Olympus keymed sales business centre (s-bc) were contacted about this event by the mhra. According to the event description, the device was used despite a repair being incomplete. The workstation should have been quarantined until the repair was completed. There was no report of injury to patient or user, however, the patient did go through an unnecessary anaesthesia and was caused stress. As this is a servicing issue olympus keymed s-bc investigating further and a follow up MDR will be submitted once more information is provided. Reported in an abundance of caution.

Event description:
On (B)(6) 2018 10:38:07 (B)(6): mhra adverse incident report. Patient was admitted for an endoscopy procedure under general anaesthetic. Patient was anaesthetised for procedure but unfortunately after intubation the equipment failed before her colonoscopy procedure could take place and the procedure was abandoned. The patient was woken from anaesthetic and extubated. The patient is medically high risk with various co-morbidities and an asa score of iii. This patient has had an unnecessary general anaesthetic and had to come off her anticoagulation and had taken bowel laxatives. The patient was upset but politely and with dignity accepted the apology and acknowledged the fact that she will have to go through the stress of the procedure again.

Manufacturer narrative:
The following response was received from olympus keymed, sales business centre: olympus¿ field service manager has met with the lewisham hospital¿s electro-biomedical engineering (ebme) manager to discuss the issues raised following an incident raised during a recent patient endoscopy. The customer has raised the below questions following the incident which were discussed at length during the meeting on the 18-december-2018. Device failure: fault with the cabling between the two trolleys ¿ this was repaired by olympus keymed on 11/9/2018, however our ebme believe it was not fixed properly ¿ our ebme picked this up with keymed." Answer: our engineer attended a call out on 07/08/2018 and found multiple faults on the ecs 260 connections on the wmnp1 trolley sn: (B)(4). After receiving a purchase order the parts were ordered and a engineer revisited this unit on 12/09/2018 to fit the parts. All parts where fitted and unit was fully functional tested as per our procedures. Unit passed all tests and was returned to service. We are not aware that ebme believed the unit was not fixed properly, and it was not reported to us. Our ebme got keymed back in and they suspected an issue with the video processor but when this was swapped the system still had the same fault, so keymed refitted the original processor and left the system still with the fault - the fault was fixed after this incident. Keymed sent a technical report work order on 18/10/2018 ¿ however, this was blank ¿ our ebme picked this up with keymed. Answer: our engineer attended another call out on 08/10/18 for this unit and diagnosed that the processor is at fault as the ecs-260 connections where in good order and recently repaired. A loan processor was ordered. Our engineer returned with a loan processor on 10/10/18 but the fault was not rectified by the loan processor. Our engineer changed the input on the monitor from rgb to video which left the unit with a functional image. The customer was informed that the unit was safe to use and that further loan cabling will be ordered to complete the repair and return monitor to original input. Although the original fault was not repaired the unit was left in a functional condition and endoscopy staff informed. Ebme manager andrew jarvis also confirmed that the unit was used for procedures without fault until the incident occurred on 15/10/2018. The technical report received by ebme was blank due to a fault at olympus, but this was rectified and a fully completed report was sent. Communication and awareness that the device was faulty: it appears that the device was used, despite a repair being uncompleted, due to it not being quarantined ¿ it is currently unclear whether this was an issue re communication between the company and the trust and/or an internal communication issue. Answer: the device was used as it was in a fully functional condition when our engineer left site on 10/10/2018, there were no need to quarantine the unit. After using the unit successfully on the morning of 15/10/2018 another fault occurred causing the incident. There seems to be a complete breakdown of communication between ebme and endoscopy and this was also confirmed by ebme manager - andrew jarvis. Normally okm engineers will send the service reports to the customer and not ebme. After meeting with ebme manager (B)(6) we decided that all future service reports will go to a central ebme email lg.ebme.admin@nhs.net to assure better communication and to keep ebme up to date with our service.